Event description:
A system error 2240 message appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient extension line of the homechoice set at the time of the alarm. The home patient reported that they connected three patient extension lines to the homechoice automated pd set w/cassette 4-prong during setup. The successful completion of the prime cycle was not confirmed before connecting the patient extension line to the transfer set of the homechoice set, per the home patient. Baxter's technical service center assisted the home patient in ending therapy. The home patient reported that they completed therapy by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.